Event description:
Implant broke at the hex. The tip remains in the pt. Another implant was inserted next to the broken one. Hospital reported no adverse consequences w/pt due to event. This device is used for treatment.